Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and mildly tortuous mid right coronary artery. The 1.5x15mm apex flex monorail balloon was able to cross the lesion. During inflation it was inflated to 12 atmospheres and ruptured. It is unknown how many inflations were made before the rupture occurred. The balloon was removed intact. The procedure was completed with a different device. The patient status is good with no complications reported.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.